Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blood glucose of 400 mg/dl and the insulin pump kept suspending due to sensor glucose reading of 75 mg/dl. Troubleshooting was performed. The customer declined troubleshooting for the high blood sugar. The sensor will be returned.

Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test and sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm pump. Connected sensor to the transmitter and placed it in and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform test as the sensor is beyond its expiration date.